Event description:
During the implantation of a vena tech vena cava filter, the physician encountered resistance advancing the filter through the introducer sheath. He attempted to force the filter through the introducer sheath. He attempted to force the filter past the resistance, perforationg the sheath. The filter engaged the iliac vein wall, requiring a cut - down to remove the sheath and filter. The patient then received another filter without incident. The patient did not suffer any adverse effect from this incident.